Manufacturer narrative:
B3: per reporter, the event occurred in "mid-september". Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a root blockage. The event occurred during priming at the facility. There was no patient involvement.

Manufacturer narrative:
Received one (1) new device for investigation. As received no damage or anomalies were observed. In attempts to replicate clinical use the extension set was attached to a 250ml cassette filled with water provided by ICU medical and inserted into a cad solis pump. The set was primed with 10 ml. No alarms or difficulties priming were observed. The complaint of root blockage cannot be replicated or confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.